Manufacturer narrative:
Device used for treatment, not diagnosis.locking intramedullary nails compared with locking plates for two and three part proximal humeral surgical neck fractures: a randomized controlled trial. (2016) gracitelli, m.e.c., malavolta, e.a., assunção, j. H., kojima, k. E., dos reis, p. R., silva, j. S. Ferreira neto, a. A., hernandez, a. J. Journal shoulder elbow surgery 25, 695¿703.this report is for an unknown philos plate /unknown quantity/unknown lot.the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: gracitelli, m.e.c., malavolta, e.a., assun&#451;o, j. H., kojima, k. E., dos reis, p. R., silva, j. S. Ferreira neto, a. A., hernandez, a. J. (2016). Locking intramedullary nails compared with locking plates for two and three part proximal humeral surgical neck fractures: a randomized controlled trial journal shoulder elbow surgery 25, 695-703. Brazil. In this prospective randomized controlled trial 72 patients with 2 or 3 part surgical neck proximal humeral fractures (phfs) were randomly assigned to receive fixation with locking intramedullary nails (nail group) or locking plates (plate group). The philos stainless steel proximal humerus internal locking system plate (depuy-synthes, solothurn, switzerland) stainless steel plate, with 3 holes for the diaphysis, was used which was introduced via the deltopectoral approach. The analysis included 65 patients, 32 in the nail group and 33 in the plate group. Two patients had rotator cuff tears, one patient with metaphyseal fracture underwent fixation with a long locking plate, one patient had insufficient reduction, one patient had loss of reduction of the humeral head, one patient had a re-fracture. This is report 1 of 1 for (B)(4). This report is for an unknown philos plate and an unknown screw .